Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was a faulty dso sensor. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not detecting cassettes, multiple cassettes were tried. The operator of the device was a health professional, and the event occurred in the hospital. There was no patient involvement, and no patient harm/adverse event reported.